Event description:
A piece broke off the chisels (quantity ten). There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation:the result of the evaluation performed suggest the event was attributed to user misuse.